Event description:
Caller alleged discrepant results compared with the lab. Results as follows: (B)(4). Based on the low inr results, the patient's granddaughter doubled her grandmother's coumadin dose to 4 mg. Based on the results from (B)(6) 2010, the granddaughter stopped the grandmother's coumadin therapy. No signs of bruising, bleeding or tarry stools.

Manufacturer narrative:
Investigation pending.